Event description:
Customer reported receiving erratic readings on her freestyle lite blood glucose meter within 10 minutes. Results of 19 mg/dl and 103 mg/dl were plotted on the parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete. It should be noted, this meter does not give a numeric value for readings less than 20 mg/dl.